Event description:
It was reported that the pump screen was dark and would not turn on. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. The customer unplugged the pump from the charger and removed the case, after which the screen turned back on displaying a malfunction alarm. No further technical support was required for this issue.